Event description:
Technician alleged the brakes will not hold. No patient impact.

Manufacturer narrative:
The technician found the hex rod screws were broken off both ends of the stretcher. The technician replaced both hex rods and screws to resolve the issue.